Event description:
The following was reported to hamilton medical ag: the machine alarmed with te 231008 after connecting it to high pressure oxygen. I check for any leakage from the low pressure port and from the high inlet connector and both were intact . Problem occurred once the machine was connected to high pressure during calibration no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the machine alarmed with te 231008 after connecting it to high pressure oxygen. I check for any leakage from the low pressure port and from the high inlet connector and both were intact . Problem occurred once the machine was connected to high pressure during calibration no patient involvement.